Manufacturer narrative:
A.1.-a.5. Livanova was not informed of any patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in switzerland. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electroni gas blender displayer error calibration fault (a fault has occurred in the actual value/actual value comparison, e19) and co2 offset. It was no clarified when the issue was detected. Livanova has not been informed of any patient impact.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova discover that the egb (B)(6) is at manufacturer workshop. The error could be confirmed as reported in the device's event description. Livanovae have changed the co2 sensor and the co2 mass flow controller and the device still has a leak problem. Currently awaiting the arrival of other components to continue the repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The device has a leak of 0.017 l/min in the co2 gas circuit, most likely related to the co2 offset (as already reported). The gas blender remains at manufacturer workshop for exact identification of the leaking point to complete the repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: upon inspection at livanova deutschland the issue was confirmed. As troubleshooting the co2 valve sensor and mass flow controller for co2 were replaced and calibration of the gas blender was properly performed, but the co2 offset was recovered after sealing rings were replaced to solve the gas leak in the circuit. Functional test passed positively and unit was returned to service. Based on the collected information, the most likely root cause of the reported issue is a loss of integrity of the internal gas circuit in the gas blender and the failure of the co2 sensor and mass flow controller.